Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp5024 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported that PICC cnc says that two powerglied pro midlines have been found to be kinking in patients a day or so after insertions. They will get called for not working line and find that the midline cannula has kinked right near hub on cannula where it enters skin and vessel. This report addresses the second device.